Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization was observed. The procedure was completed using a second fiber. Patient outcome: "no damages to patient".

Manufacturer narrative:
The component codes for and fiber and cap refer to the results code for thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone at the bevel. Mild burnt detritus on the metal cap and glass cap and mild devitrification of the glass cap at the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedure factors encountered during the procedure.